Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/22/2020.

Event description:
It was reported that the ventilator's touchscreen was faulty even after calibration. There was no patient involvement. The manufacturer¿s international service technician inspected the device and could not duplicate the reported issue.